Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date-(B)(6) 2009 ae onset date: (B)(6) 2009; ae description: pt states that all previous cervical spine symptoms came back. Pt began to have symptoms of right hand numbness/weakness and neck pain starting about 3 weeks ago. Pt is currently on vicodin, advil and muscle relaxant for symptom management medication: yes; additional treatment: vicodin, advil, muscle relaxant post op visit date-(B)(6) 2010 other treatment: MRI of cervical spine on (B)(6) 2009 description: moderate to marked spondylosis and post surgical changes c5~c7 ; additional comments: persists post op visit date-(B)(6) 2012 description: pt still experiences occasional right hand numbness and weakness with neck pain. Takes otc meds; additional comments: no longer seeing dr. For complaints. No changes to symptoms. Chronic condition.

Manufacturer narrative:
(B)(6). (B)(4). Unk products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.